Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0rstn, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implant worked for a while but stopped being effective. She had reprogramming done several times to try to get results, which would help for a period until not being effective any longer like it did in the beginning. The patient was not feeling stimulation. The patient had tried anticholinergic medications and they did not help or were not tolerated. The implantable neurostimulator (ins) eventually began almost poking out of the skin. The device and leads worked out of the skin. She met with a healthcare professional (hcp), who suggested they either revise the location or remove the components. They believed the patient was so thin and didn¿t have enough fat, without much subcutaneous tissue, etc to hold the device in place. It was noted that the patient presented to the doctor with bleeding from the site of the ins. The area was evaluated in the office and was noted to have an ulcerated area over the ins almost like a pressure sore. It was bleeding slightly. The ins was just barely under the skin and very superficial, located in the left buttock. During a review of systems, the patient admitted weight loss, irregular heartbeats, urgency, frequency, incontinence, hair loss, and difficulty sleeping. She then turned the implant off for a month before it was explanted and noticed that her symptoms were slightly improved with the ins off, so she opted to have the implanted components removed, so they were removed by the hcp. During the surgery, findings included the ins had displaced inferior to the original incision. It was eroding through the skin and there was actually about a 1 cm area where the ins was exposed through the skin. The loss of therapeutic effect and reprogramming started to occur in (B)(6) 2014. The ins migrating and poking started in (B)(6) 2015. The device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.